Event description:
Note: the date of the event is unknown. It was reported to boston scientific corporation in 2008, that a flexima open end ureteral catheter was used during an unknown procedure. According to the complainant, during the procedure, the physician said the tip is not graduated; it does not narrow to a point and does not pass easily. The procedure was completed with a different device (manufacturer unknown). No patient complications were reported as a result of this event. The patient's condition was reported as "fine".

Manufacturer narrative:
The complainant was not able to provide the lot number of the suspect device; therefore, the device manufacture and expiration date is unknown. The complainant indicated that the device has been discarded. Therefore, a failure analysis could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information, a supplemental manufacturer's report will be filed.